Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6). The livanova field service representative in charge replaced the motor control board to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a scp drive unit could be controlled by the scp control panel for about 20 seconds and then the drive unit would rotate to maximum rpm, then drop to 0 rpm. In addition an error code associated with a difference between the set value and the actual value more than 1000 rpm was displayed. The issue was identified during maintenance and there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: most likely root cause of the reported event was a defective motor control board due to wear.